Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the images were grainy and unusable. An alternative system was required to complete the case. There is no report of patient injury.